Event description:
The customer observed falsely decreased chloride result generated on the architect c4000 analyzer for one patient. The same sample was repeated, and the result was normal. It was noted that error 3375 (unable to process test, aspiration error occurred) have been intermittently occurring throughout the day. The following data was provided: sid (B)(6) initial chloride result = 62 mmol/l; repeated result = 103 mmol/l. Customer¿s normal range: 98 to 107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the bellows set (including rod & fitting) the likely cause of the issue. The fsr replaced the part which resolved the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the architect system, likely cause parts, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased chloride result generated on the architect c4000 analyzer for one patient. The same sample was repeated, and the result was normal. It was noted that error 3375 (unable to process test, aspiration error occurred) have been intermittently occurring throughout the day. The following data was provided: sid (B)(6) initial chloride result = 62 mmol/l; repeated result = 103 mmol/l. Customer¿s normal range: 98 to 107 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.